Event description:
Uchiyama, t., nakanishi, k., fukawa, n., yoshioka, h., murakami, s., nakano, n., kato, a. Neuromodulation using intrathecal baclofen therapy for spasticity and dystonia. Neurologia medico-chirurgica. 2012;52(7):463-469. Intrathecal baclofen (itb) therapy is a treatment for intractable spasticity due to a variety of causes. Continuous intrathecal administration of baclofen, an agonist of the inhibitory neurotransmitter gamma-aminobutyric acid, inhibits excitation of motor neurons at the spinal level and thus suppresses spasticity. This therapy was introduced clinically in europe and the united states in the 1990's, and was finally approved by the (B)(4) in (B)(4) in 2005. Clinical use has been permitted since 2006, and reports of therapeutic efficacy are now appearing in (B)(4). Itp therapy is a non-destructive treatment that enables the administration of baclofen from an implantable pump under the control of a programmer, and represents an outstanding treatment method offering both reversibility and adjustability. Indication for itb therapy have been expanding in recent years to include not only spasticity, but also various causes of dystonia. And itb therapy can greatly improve activities of daily living and quality of life, and this treatment is attracting attention as a neuromodulatory therapy that also affects metabolic and respiratory functions and even state of consciousness. We report the surgical methods and therapeutic outcomes for 22 patients who underwent itp therapy for spastic and dystonic patients in our hospital, together with an investigation of the effects on metabolic and respiratory functions. Reported events: there was a pump infection in 1 patient. There was catheter displacement in 2 patients. There was catheter fracture in 1 patient. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
It was not possible to match these events with any previously reported events. The information is the average for all the patients.

Manufacturer narrative:
(B)(4)